Event description:
Additional information was received and it was reported that they did not have an appointment with the physician. No steps were taken to resolve the issue. They did not receive any batteries for their hand unit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had  issues with her battery and seeing the mdt rep tomorrow. Caller does not know if the patient was referring to the internal battery or battery on controller. Caller does not know when event occurred and indicated managing hcp listed on patient ID card. Patient stated the battery was taking longer to charge both units, seem to use battery faster. Patient stated programmer reset several times each time it made their pain worse so they would turn it off. Patient stated they received new battery charger but till not having luck with settings helping, each are too strong. Patient stated they have an MRI monday july 19th to see why it's worse since surgery. Patient stated battery charges fine.